Manufacturer narrative:
(B)(4).

Event description:
It was reported that in clinic the device was unable to interrogate. The next day the device was checked and was able to be interrogated. No surgery was needed. There were no patient consequences.